Event description:
During an esophagastroduodenoscopy (egd) in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was not able to spray inside the body through the scope. However they tried after removing [the catheter] from the scope, it was able to spray. They re-advanced [the catheter] again and tried a few times [unable to spray - subject of report]. At the end they changed to another hemospray device and the procedure was completed without any issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report as it was described. All components were included in the return. Both catheters were included in the return and no kinks, occlusions, or discolorations were observed for either catheter. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed on the exterior of the returned components, within the device nozzle, and within the tray. When tested as returned the device sprayed as intended with infrequent pauses in the flow of the spray. By gently shaking the handle to address possible voids forming in the powder chamber, and compressing the button again, the flow of powder resumed and it began spraying as intended with and without either of the returned catheters attached. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. However, the lance was observed to be wobbly and able to be shifted side to side, this is likely due to the back of the lance breaking due to the force of the co2 escaping when the device was deactivated following our functional evaluation. Frost was noted to have formed on the lance immediately following deactivation of the co2 cartridge. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device confirmed the report. The root cause for the report of unable to spray is most likely voids forming within the powder chamber as powder was released, creating empty spaces in the chamber which disrupted the flow of powder. The question responses indicated that the device was tested prior to use. The IFU states: "do not test device prior to insertion into endoscope accessory channel as this may increase the risk of catheter occlusion." Additionally, the question responses indicated that the user did not cover the red catheter hub with their thumb during advancement, instead opting to connect the catheter to the device handle prior to advancement. The IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement and tested the device prior to use. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.